Event description:
It was reported via repair work order that the wrist rest was loose and could not remain stable due to damaged mounting tube weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.